Event description:
It was reported that a malfunction occurred on the pump, specifically displaying malfunction code 16. The caller indicated that no notable events occurred prior to the malfunction, and the fault ID was recorded as 0x20e6. There was no adverse impact on the customer¿s blood glucose level. The issue did not cause the level to exceed 500 mg/dl (27.7 mmol/l). The customer did not reset the pump as they did not have the pump charger at the time. They planned to follow up once they had the charger, at which point technical support was to continue the intake process.